Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.

Event description:
It was reported that the platform was working for about ten minutes at which time the medic stopped it to a quick pulse check, when he attempted to re-start the platform, check battery message was indicated and the platform would not start. Another battery was tried with the same result. Manual CPR was administered. Customer indicated that the platform tested fine during the daily check. After returning to the station, customer tested the platform with a different battery, no issues were observed. The two batteries in question (sn (B)(4)) were put into the charger and showed no indication of having a problem. No adverse event reported.